Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory also indicated the impedance trend of the right ventricular defibrillation coil was variable and the impedance trend of the superior vena cava defibrillation coil was variable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: ddmb2d4 ICD; implant date on (B)(6) 2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a superior vena cava (svc) coil impedance alert was triggered for the right ventricular (rv) lead as there was high and undefined svc coil impedance. The svc coil impedance trend showed fluctuations and then increased to high and undefined impedance. Additionally, the rv coil impedance is showing some variation as well but to a lesser extent. It was noted that the rv coil impedance variation is most likely related to the issue with the svc coil, because the svc is included in the pathway for measuring the rv coil impedance. A fracture of the svc coil is suspected. Reprogramming was done and the rv lead remains in use. No patient complications have been reported as a result of this event.